Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller was not returned for evaluation. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing; the batteries were able to charge and discharge as expected. Log file analysis revealed that the batteries discharged as expected when in use within the analyzed period. Log file analysis also revealed a controller power up and associated pump start event (B)(6) 2021 at 14:33:41. Prior to the loss of power, the battery was connected to power port one at 08:07:54 on (B)(6) 2021 with 95% relative state of charge (rsoc). The battery the battery discharged as expected during use. (B)(6) was exchanged with a different battery on (B)(6) 2021 on power port one and the following data point, which was logged at 13:41:32 on (B)(6) 2021, revealed that a different battery was connected to power port one with 31% rsoc. The data point prior to the loss of power, which was logged at 14:26:38, revealed that the battery was connected to power port one with 23% rsoc and different battery connected to power port two with 22% rsoc. The data point recorded after the loss of power revealed that different battery was connected to power port one and an active adapter was connected to power port two. The controller was without power for 13 seconds. No anomalies were observed leading up to the loss of power. As a result, the reported loss of power event was confirmed. The reported abnormal battery behavior and power consumption issue events were not confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Additional products: d4: (B)(6) d9: yes, return date: 19-jan-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 19-jan-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-jul-2018 . Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient observed abnormal battery behavior. The batteries were showing fully charged on the battery charger and when connected to the controller, but review of files showed that the one battery was at 31% capacity and the other was initially at 100%, but quickly dropped to 25% capacity. Patient went to switch power source to ac power and accidentally double disconnected and had a short time off pump. Patient reconnected to ac power and was able to change to other fully charged batteries. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event.